Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap cap was cracked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The visual inspection was performed and verified that the minicap was cracked. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.